Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak after stopping pd treatment. The patient said there were 3 air detected in cassette warnings and also a draining slowly message during drain 2 of 4 of pd treatment. When patient stopped treatment and opened the cassette door fluid was seen. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette; fluid leaked from inside the cassette door. Patient was advised to let the inside of the cycler air dry before attempting another treatment. In a follow-up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse effects. The patient let the cycler air dry and has been using it since with no further problems.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak after stopping pd treatment. The patient said there were 3 air detected in cassette warnings and also a draining slowly message during drain 2 of 4 of pd treatment. When patient stopped treatment and opened the cassette door fluid was seen. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette; fluid leaked from inside the cassette door. Patient was advised to let the inside of the cycler air dry before attempting another treatment. In a follow-up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse effects. The patient let the cycler air dry and has been using it since with no further problems.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak after stopping pd treatment. The patient said there were 3 air detected in cassette warnings and also a draining slowly message during drain 2 of 4 of pd treatment. When patient stopped treatment and opened the cassette door fluid was seen. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette; fluid leaked from inside the cassette door. Patient was advised to let the inside of the cycler air dry before attempting another treatment. In a follow-up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse effects. The patient let the cycler air dry and has been using it since with no further problems.